Event description:
It was reported a remote monitor transmission noted a lead warning for high ventricular impedance occurred. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Adsr01 implantable pulse generator (ipg) implanted: (B)(6) 2012; 4965 implantable pacing lead implanted (B)(6) 2013.